Event description:
Boston scientific received information that this implantable cardioverter defibrillator reached end of life on june 30, 2011 with a battery voltage of 2.67v and an unexpected extended charge time of 31 seconds. Premature battery depletion was suspected. The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.